Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user shut down the ilet due to dexcom g7 pairing failures, after which the ilet would not power on and displayed a light gray screen; the user had just made a breakfast meal announcement and indicated access to backup therapy. Symptoms included hyperglycemia with a reported glucose of 195 mg/dl for approximately 30 minutes without ketone testing or medical intervention. Outcomes included elevated glucose without clinical sequelae. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed an unclear cause of hyperglycemia in the setting of sensor pairing failures and an ilet that would not power on, with the device component unspecified. It was concluded, based on previously established findings from similar reports, that the cause was undetermined.